Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. The patient's implantable cardioverter defibrillator had exhibited post-paced t-wave oversensing. The resolution of this event is unknown. The patient is in unknown condition.